Manufacturer narrative:
The referenced bipolar blade was not returned to olympus for evaluation. The cause of the reported event cannot be confirmed. However, based on previous investigations, the most likely cause of the reported event can be attributed to an issue with a software algorithm intended to disable the rf functionality when an internal leak was detected, was itself inadvertently disabled. It should be noted that the investigation determined that events leading to the complaints were only possible with the combination of both an energy blade and console loaded with the above software. In effort to mitigate the reported inadvertent activation of the rf feature the original equipment manufacturer is requiring that user facility¿s in the united states isolate their mdcons100 consoles with the affected software and blades and return the device to olympus for a software update.

Event description:
Olympus was informed that during the middle of a functional endoscopic sinus surgery, the console locked up and the screen froze. The console had to be rebooted two times before it could be used again. In addition, the bipolar blade reportedly was inadvertently activated on its own while the blade was outside the patient. There were no error or alarm observed. The procedure was prolonged while the user facility worked through the issues; approximately 15 minutes. A second/different blade, model: sb4000sa, was used to complete the procedure. There was no patient injury reported. The blade was inspected prior to use and no irregularities were noted. 2 of 2 devices.

Manufacturer narrative:
This supplemental report is being submitted to provide the recall number (h9), and a correction to the model number (d4), section h8 and h6.